Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
A sealed set of one-step CPR complete electrodes (lot# 1225l) was returned to zoll medical corporation for evaluation. When tested on a test r series device, the electrodes were recognized properly and a manual 30j shock was delivered successfully. The packaging was flexed without signal loss. Visual inspection showed the self-test wires were partially separated but still in contact. The electrodes passed continuity tests and delivered a 200j shock using a defib analyzer. The electrodes were scrapped after testing. The customer was sent a replacement set. No trend is associated with reports of this type.